Event description:
It was reported that the pump battery would not charge, and despite using a tandem charging cable and wall outlet, the issue persisted. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to try different wall adapters and charging cables, but this did not resolve the issue. As a result, the pump remained non-functional for charging, and cts arranged for a replacement pump to be sent. Meanwhile, the customer will use a manual injection for insulin delivery. The pump was under warranty, and the customer was instructed on how to put it into storage mode and return it with a pre-paid label within 10 days, which they understood and acknowledged.